Event description:
This procedure was peformed in the sfa. Physician started to deploy stent in the sfa. After approximately 10% of the stent was deployed, the catheter broke and would not deploy the stent. The physician pulled the entire system out of the patient. The physician said the patient felt the stent being dragged up the sfa/iliac arteries. The entire device was successfully removed. The physician put a pta balloon back into post dilate.